Manufacturer narrative:
(B)(4) 2011 - (B)(4) - a retrospective review of the adverse event files determined an MDR is needed for the potential that a fall could occur from he weld break. Update: (B)(4) 2011 - (B)(4) - a retrospective review of the adverse event file was performed. Although the consumer caught himself before he fell, there was potential for a fall from an alleged broken weld. Despite a request from invacare to return the product for evaluation, the consumer would not return the device.

Manufacturer narrative:
(B)(4) 2011 - (B)(4) - a retrospective review of the adverse event files determined an MDR is needed for the potential that a fall could occur fromt he weld break.

Event description:
The consumer was getting out of his chair and pushed on the left arm to get up when the arm broke at the weld where the arm attaches to the bar that goes under and connects the two arms, causing him to fall to the floor. No injury is alleged.

Event description:
The consumer was getting out of his chair and pushed on the left arm to get up when the arm broke at the weld where the arm attaches to the bar that goes under and connects the two arms, causing him to fall to the floor. No injury is alleged.